Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results generated on access 2 immunoassay system for three samples that were discordant to two alternate methods. The results were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
System checks performed on (B)(6) 2010 met specifications. Bci customer product line support (cpls) tested the samples and confirmed the customer's results. No interferent was detected. A clear root cause for this event has not been determined to date.